Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rejected brand new batteries out if his truck, screen and insulin pump was scratched, it had given button alarms and as the insulin pump was in customer's pocket it was squirting out insulin when they had overfill the reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.